Event description:
Tried to remove foley catheter from pt and was only able to pull out about 1 cc of water from balloon port. Unable to remove foley. The balloon port was cut and still could not remove foley. The physician was called and the catheter could not be removed. Only option was to punture balloon.